Event description:
Pt had total hip replacement on left side in 1/96. He has continued to have pain in the groin, down the anterior thigh. He did well initially, but then had recurrence of his pain and disability. Pain on weight bearing and rotation. He was watched for a month by physician with slowly increasing line of loosening around the femoral component between the bone's midjuncture. There is no evidence of infection or wound healing. Pt admitted for replacement of implant with similar zimmer components.